Event description:
It was reported that approximately one year post xience v stent implantation in the mid right coronary artery, the patient presented with an abnormal stress test. Diagnostic coronary angiogram revealed approximately 30% in-stent restenosis. No treatment was performed. Although requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported re-stenosis is listed in the instructions for use (IFU) as a known adverse events associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing or design.